Event description:
The customer reported there was no images displayed after pressing the fluoro button. An alternate c arm was used to complete the procedure. Also there was no fluoro.

Manufacturer narrative:
The ge service rep replaced the igbt snubber assembly, and regreased the anode and cathode leads to high voltage tank. The system is operating as intended.